Event description:
It was reported that externalized conductors were seen under fluoroscopy. The lead was replaced. The patient was in good condition after the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.